Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple consecutive call services alarms that can result in blank display on the day of the complaint. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was without any color/contrast variance. The pump casing was opened to further investigate and no defects were found with the printed circuit board. The investigation confirmed but was unable to duplicate the reported blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump powered on to a blank screen after a battery change and the blank display issue persisted with two other new batteries. The patient stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.